Manufacturer narrative:
Argus case (B)(4).

Event description:
I swallowed some of your biotene dry mouth oral balance gel [accidental device ingestion] which is much more likely to cause choking [choking]. It got stuck in my throat and completely closed off my air supply for about 30 seconds. I was in sheer panic until I finally worked a little air through. I also feared a heart attack [throat constriction]. Was in sheer panic [panic reaction]. I thought I was going to die [impending doom]. I experienced in not being able to breathe [difficulty breathing]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6)-year-old male patient who received glycerin (biotene oral balance gel (aroma)) gel (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene oral balance gel (aroma). On (B)(6) 2019, an unknown time after starting biotene oral balance gel (aroma), the patient experienced accidental device ingestion (serious criteria gsk medically significant). On (B)(6) 2019, the patient experienced choking (serious criteria gsk medically significant), throat constriction, panic reaction, impending doom and difficulty breathing. The action taken with biotene oral balance gel (aroma) was unknown. On an unknown date, the outcome of the accidental device ingestion, choking, throat constriction, panic reaction, impending doom and difficulty breathing were unknown. It was unknown if the reporter considered the accidental device ingestion, choking, throat constriction, panic reaction, impending doom and difficulty breathing to be related to biotene oral balance gel (aroma). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received via call on 22 november 2019. Consumer called in about gas-x chewable tablet and reported that, "I thought I was going to die. There is no way to describe the panic I experienced in not being able to breathe. On (B)(6) 2019, I swallowed some of your biotene dry mouth oral balance gel as is permitted by the instructions. It got stuck in my throat and completely closed off my air supply for about 30 seconds. I was in sheer panic until I finally worked a little air through. I also feared a heart attack. I relive the fear every time I brush my teeth. Your oral rinse specifically warns against swallowing: "warning. Do not swallow." Your gel (which is much more likely to cause choking than your oral rinse) clearly should have carried the same warning, and you should immediately add the warning to the gel packaging. Punitive damages would be on the table if discovery confirms what the internet says: that "trouble breathing" is a known side effect. What is 30 seconds of fear of dying worth. You don't want to experience it. I am making a firm rock-bottom demand (a jury would award much more) to quickly settle this case, as I like your products and don't want to have to file against you. An attorney will be retained if we must go forward.